Event description:
It was reported that the pump was not completely infusing. According to the patient, from a 526 milliliter bag, the pump was infusing a different amount of medication, on two different days, over the same rate of infusion and time. Per additional information received on a later day, the patient is concerned the discrepancy in different amount of volume left is allegedly due to a radio frequency interference of her other medical devices and the pump. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot # and operator of device are unknown. No information has been provided to date.